Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. The procedure treated the lesion located in the right coronary artery. A choice pt wire was advanced for treatment but "the tip of the wire broke off". The physician snared the tip of the wire and completed the procedure. No further patient complications were reported and the patient status is ok.

Event description:
Was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. The procedure treated the lesion located in the right coronary artery. A choice pt wire was advanced for treatment but "the tip of the wire broke off." The physician snared the tip of the wire and completed the procedure. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed device fracture in two sections: part 1 (proximal) presents two kinks at 176cm and at 178.5cm from the proximal end, and the 1.5cm part2 (distal). Total device length and outer diameter is within specification. Sem analysis revealed failure on both samples occurred due to a rotational fatigue with a final torsion overload. Both failure sites showed same failure mode with corresponding characteristics suggesting a match between them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).